Event description:
As reported, during a robotic umbilical hernia repair on (B)(6) 2022, the patient was implanted with a medium ventralex st mesh. As reported, post implant on (B)(6) 2022, patient had complaints of localized rash which did not resolve, after which the surgeon recommended "conservative treatment." Surgeon would like to perform a reactivity test with a sample of ventralex st mesh.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. The adverse reactions section of the instructions-for-use, supplied with the device lists allergic reaction as a possible complication. The surgeon has requested and is being provided with a sample mesh for reactivity testing. If/when reactivity test is performed and the results are provided, a supplemental MDR will be submitted. Device not returned - remains implanted.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. The adverse reactions section of the instructions-for-use, supplied with the device lists allergic reaction as a possible complication. The surgeon has requested and is being provided with a sample mesh for reactivity testing. If/when reactivity test is performed and the results are provided, a supplemental MDR will be submitted. H11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document a correction to the catalog number. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a robotic umbilical hernia repair on (B)(6) 2022, the patient was implanted with a medium ventralex st mesh. As reported, post implant on (B)(6) 2022, patient had complaints of localized rash which did not resolve, after which the surgeon recommended "conservative treatment." Surgeon would like to perform a reactivity test with a sample of ventralex st mesh.